Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on saturday they began to have issues with the interstim therapy, noting that they were having problems using the restroom, specifically not being able to empty correctly. On sunday, the patient got shocked all the way through their extremities to the point that their hands were curling. The patient noted that it was painful and felt like pins and needles, which they didn't have before. The patient said they have been in bed the last 2 days other than going to their doctor today, where they took x-rays. The patient wasn't sure if the spinal cord stimulator was interfering with the interstim, so they want to have an hcp check it. The patient's managing hcp for the interstim retired, so they requested listings for interstim hcps in maryland. Agent emailed the listings as requested.